Manufacturer narrative:
(B)(4). Review of lot f1720504, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that three mynx ace vascular closure device (vcd) sheaths would not allow the wire of the vcd to pass through.

Manufacturer narrative:
Complaint conclusion: it was reported that three mynx ace vascular closure device (vcd) sheaths would not allow the wire of the vcd to pass through. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynx ace vascular closure device 5f/6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that all the buttons remained in manufacturing positions. The sealant was found inside the sealant sleeve, covering the balloon proximal neck as received. The catheter was inspected for anomalies i.e. Kinks, deformity that may have obstructed the device path during insertion. A kink was observed on the advancer tube which may have contributed to the reported event. However, it is unknown whether the damage on the device was due to user manipulation or subsequent handling. The introducer sheath was not returned therefore physical examination could not be made. During the investigation, the device was inserted into a new mynx ace introducer sheath and was able to be advanced until locking into the introducer¿s connector prongs without difficulty. Review of lot f1720504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿inability to advance in sheath¿ could not be confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported resistance experienced by the customer could not be conclusively determined. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. See MFR report number # 3004939290-2018-00524 and 3004939290-2018-00525 for the other 2 devices.